Event description:
It was reported that during sheathed insertion via femoral artery, iab became stuck in sheath. Assembly was exchanged. There were no reported pt complications.

Manufacturer narrative:
Follow-up report will be filed when eval is completed.